Manufacturer narrative:
No investigation required since no problem occurred.

Event description:
Consumer sent e-mail stating a tampon broke, and a piece was still in her body. No serious injury was reported. Follow-up: the consumer clarified that the tampon did not break. She did not realize it was just the shape of the tampon, and a piece was not missing. No injury occurred.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
A piece of tampon still in body- vagina [foreign body in reproductive tract]. Had a tampon break [device breakage]. Case description: consumer sent e-mail stating a tampon broke, and a piece was still in her body. No serious injury was reported.